Manufacturer narrative:
The product was not returned. Results from the product history record review indicated that the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries approximately seven years ago, she is experiencing a 'wax paper film' across her sight line. This 'wax paper film' appears at the slightest eye movement. A yag laser was performed approximately 15 months ago with no visual improvement. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.